Event description:
It was further reported that the progressive target lesion was 90% stenosed. The patients; coronary anatomy was considered moderately tortuous. The lesion was predilated and stented with unspecified devices. The device was a 2.5 x 12mm nc quantum apex balloon not a 8mm x 1.50mm apex push monorail as previously reported. The device was being used for post dilatation. The patient had no symptoms when the balloon ruptured. The device was able to be removed intact.

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The lesion being treated was located in the mid left anterior descending artery (lad). The physician treated the lesion using an apex push monorail 8mm x 1.50mm balloon catheter. The balloon ruptured on the initial inflation at 18atms. The procedure was completed with another of the same device. There were no reported complication and the patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).